Manufacturer narrative:
(B)(4). Reported as issue could not be cleared by operator. Due to age of device, 11 years, will not be replaced. Customer has been advised to remove from svc.

Event description:
It has been reported the AED will not power up.